Event description:
User facility reported that the device was in use with the ventilator-dependent pt. According to pt caregiver within the first four days of use, the tube caused the attached ventilator to alarm. The product listed was removed from the pt use and exchanged for another. No adverse effects were reported to pt.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.